Event description:
The consumer via a manufacturer representative reported that the patient had uncomfortable stimulation since (B)(6) 2016. The patient was getting a change in stimulation that was occurring daily. This happened when the patient was in sitting, standing, and lying positions. The patient would set the program for a certain amplitude and at some point throughout the day, the stimulation amplitude would increase and the patient confirmed the amplitude value on the patient programmer. The issue was not related to positional movements and there were no trauma or falls that could be related to the issue. Decreasing the amplitude eliminated the uncomfortable stimulation. The manufacturer representative would set custom amplitude limits for each program, therefore to not allow the therapy to go to a higher level above the therapy settings. The manufacturer representative confirmed the impedance values were normal in different patient positions as well. As of (B)(6) 2016, the patient still experienced overstimulation and confirmed that when this happened the patient saw on the programmer that the voltage had increased. The patient recorded events and it was related to their position and occurred about 5 times per week. The patient didn't use the programmer often and just used it to turn down the amplitude due to overstimulation. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastro intestinal/pelvic floor.

Event description:
Additional information received from the consumer reported that the patient's stimulation would increase by itself intermittently. This was due to a gradual change. This could happen when the patient was sitting, standing, or lying down. The patient was working with their hcp.

Event description:
Additional information received from the representative reported meeting with the consumer on (B)(6) 2016. An impedance check did not show anything abnormal, but the exact impedance values were unknown. The representative could not repeat the increase in stimulation sensation with the patient, although the patient alleged that when she sat with one leg back and the other leg up, she felt overstimulation. The patient alleged the increase in stimulation beyond the set limit was still happening and confirmed that stimulation was above the set limit with the patient programmer. Troubleshooting reviewed increase in sensation with positional movement is not unusual. The representative was going to meet with the patient again to get impedance values. Further information from the representative indicated he requested the patient take a picture of the programmer showing it jumped above the amp limit but to date had not heard from her. She did indicate that when it did jump, that it was uncomfortable and she had to turn it down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.